Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during nibp usage and wasn¿t able to switched on anymore. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer provided additional information clarifying the reported issue. They stated that there was no power issue with the device and their issue is related only to the nibp function. It was reported that nibp measurements switched off while they were being acquired. This issue was verified. After replacing nibp module and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio-control service representative evaluated the customer's device and was unable to reproduce the reported power issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during nibp usage and wasn¿t able to switched on anymore. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.